Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of battery depleted set was confirmed through the event history due to depleted main batteries. The main batteries where replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
Colleague infusion pump was reported originally for a damaged battery alarm. It is unknown when the reported condition occurred. No patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a battery depleted set which interrupted delivery. This device utilizes user interface module master software version 5.08.92 categorized as remediated.